Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) stated that the instrument jaws of the mega suture cut needle driver did not open, and the needle flew off. One of the robotics instrument was holding a needle and they tried passing it off to a laparoscopic instrument, but the robotic instrument would not open which resulted in the needle flying off. The customer had to x-ray the patient but was able to locate and remove the needle. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to reproduce the issue. The system was tested and verified as ready for use. No product from the reported event has been received for analysis. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that there was an issue which resulted in the needle falling out of the mega suture cut needle driver and inside the patient during a da vinci assisted procedure. The needle was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Product information for the reported mega suturecut needle driver instrument has been updated.